Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status of end of life (eol) with a reporting monitoring voltage of 2.55 volts and charge time of 10.55 seconds. There was an allegation that this device declared eol prematurely. It was also reported that upon interrogation there was a fault code displayed for ¿charge time out¿ meaning the device took longer than 45 seconds to charge. A copy of the device¿s memory was preserved and submitted for analysis. Analysis confirmed that there was an extremely high volume of episodes requiring the device to charge. It was recommended that the device be replaced however as of today, all available information indicates that this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.